Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 551 mg/dl at the time of incident. Customer treated with bolus. Customer was changing sets and she was not able to push the insulin out of the reservoir. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer states that she was changing reservoir and she put insulin in it and she saw bubbles inside but she push the bubble out going to the reservoir again. Troubleshooting was not performed. The product will not be returned for analysis.